Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable on the patient electronic system.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection of the returned material revealed functional damage to the power extension cable in the form of the pvc overmold severed at the area where it joins the dc jack connector. Broken internal wire was visible from this damaged area of the power extension cable. No software malfunctions or anomalies were observed. Initial attempts at powering on the unit were unsuccessful prior to observation of damage to the power extension cable. The unit powered on successfully when a known working power extension cable was used in place of the one returned or when the power supply was connected directly to the main unit assembly. The unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.